Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. The service territory manager (stm) replaced both batteries and the iabp then functioned normally under battery power. The cardiosave then passed all functional and electrical safety tests to factory specifications. The stm returned the cardiosave to the customer and cleared it for clinical use.

Event description:
A getinge service territory manager (stm) reported that during preventive maintenance (pm) he discovered that the cardiosave failed to pass the system start-up test on battery power. But the cardiosave functions normally on ac power. Both batteries showed a full charge, but the battery in slot 2 would not power up the system when inserted into either slot. The battery in slot 1 would power up the system when inserted into either slot. No patient involvement or adverse event was reported.

Manufacturer narrative:
07/12/2017 02:01 pm (gmt-4:00) added by (B)(6) (B)(6) 07/12/2017 09:22 am (gmt-4:00) added by (B)(6) (B)(6): the production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
A (B)(4) service territory manager (stm) reported that during preventive maintenance (pm) he discovered that the cardiosave failed to pass the system start-up test on battery power. But the cardiosave functions normally on ac power. Both batteries showed a full charge, but the battery in slot 2 would not power up the system when inserted into either slot. The battery in slot 1 would power up the system when inserted into either slot. No patient involvement or adverse event was reported.